Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reports examining a new device that had not touched any patient after having a patient with multiple hub detachments of the ultrathane mac-loc locking loop biliary drainage catheter. The facility decided to "test a freshly opened device (with no patient contact) and the hub popped off with approximately 3 pounds of force." The testing conditions and actual forces applied to the device are not know; the test was not conduted using calibrated measuring equipment. There was no patient involvement for this evaluation. The device is not available for evaluation. This is one of two reports being submitted as the customer reported two separate events. See MDR numbers 1820334-2017-00678 and 1820334-2017-00679 for all associated reports. The same customer is involved for both events.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and trends of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.